Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage shield embolization device was returned for analysis within shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal end of pipeline vantage shield braid was found not opened due to damaged braid. The proximal end of pipeline vantage shield was found fully opened and slightly damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure/incomplete open at middle section as the middle section was found to be fully opened and no damage. However, the distal end of pipeline vantage shield braid was found not opened due to damaged braid. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline vantage device, a ruptured aneurysm was located in the right internal carotid artery. The device failed to open despite multiple attempts to resheath and redeploy, with the middle section not opening and positioned in a bend. Less than 50% of the device had been deployed when the malfunction occurred. The device was resheathed more than two times and was ultimately removed from the patient using a microcatheter. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 150, and the angiographic result post-procedure was normal. The vessel tortuosity was moderate, with aneurysm dimensions of a 15mm max diameter and a 6mm neck diameter. The distal landing zone artery size was 3.5mm, and the proximal was 4.5mm. Another pipeline vantage device was subsequently deployed. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).